Manufacturer narrative:
H3:analysis found that the device was received in good condition. The software present is: v1.7.5. Electrode jacks for channel 1 and 2 are loose. H6: initially submitted codes fdm b21, fdr c21, fdc d16 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the patient interface shows the error "error in the patient interface" on the console. With a different patient interface, the absence is not shown. After the patient interface was removed from the console, it did connect and the box around the message turned green, however, the message "error detected in the patient interface, "patient interface fault detected". If the problem persists, please contact technical support" appeared. The console worked perfectly with a different patient interface. The procedure was completed by replacing the nim patient interface. There was no patient involvement.